Event description:
Three weeks after a patient who was enrolled in a clinical study underwent an ion biopsy procedure, the patient was found with transient ischemic attack (tia) and required hospitalization. The procedure was completed without issues nor any device malfunctions reported. The patient was discharged home the same day. Three weeks later, the patient presented with left side body weakness and altered speech; they were diagnosed with tia. The patient was admitted to the intensive care unit due to lack of space in the regular care unit. A thrombectomy was performed for the stroke. The patient has been followed up within clinic for speech issues due to the contrast-induced encephalopathy, which is suspected as a right sided middle cerebral artery (mca) stroke.

Manufacturer narrative:
Based on the information provided, there is no indication or report that ion product caused or contributed to the incident. A review of the event performed by an intuitive surgical medical safety officer concluded based on the available data the transient ischemic attack (tia) was likely due to the patient¿s underlying atrial fibrillation which is an established major risk factor for tia combined with a hypercoagulable state due to metastatic prostate cancer. It is possible that a biopsy procedure under general anesthesia may have contributed the event. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication and there is no compelling data to suggest the event was related to the ion system, instruments or accessories.